Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05457, related manufacturer reference number: 2017865-2020-05459. It was reported that the patient atrial lead was fractured and the right and left ventricular leads had dislodged. The atrial lead and right ventricular lead were explanted and replaced on the left side. The device and left ventricular lead were reimplanted on the left side. Patient was stable post procedure.

Manufacturer narrative:
Correction: h6 component code 3079 - patient lead should have been included.